Manufacturer narrative:
Other relevant device(s) are: product ID: neu_unknown_ext, serial/lot #: unknown; product ID: neu_unknown_ext, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the patient was experiencing a sense of electricity current. They requested a system check for any device failures. The hcp checked the impedance and charging statistics and no issues were found. No interventions were taken and the hcp confirmed the device was working. Additional information was received from a manufacturing representative. It was reported that the rep checked the patient's impedance, and everything was within normal range. The patient stated the have an electric sensation in both legs, feet, arms and neck on the side with the extensions. They have this feeling whenever they are moving, and charging their ins. It was also stated that when the patient touches and applies pressure to the extensions they feel electricity jolting them. The rep tested some scenarios and confirmed this was the case. It was also stated that the patient's recharger wires were damaged, so the rep testing to see if this was causing the issue, however the issue occurred with a different recharger so that was ruled out as a cause. The patient also stated that while laying on their left side (the side without extensions) their pain increases, but when laying on the side with the extensions the pain decreases. The patient also stated that their extension loop at the ins location is superficial to the ins, instead of being deep. This issue began in (B)(6) 2019 and intensified during the previous month.

Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received indicating the extensions and the leads were not explanted.

Event description:
Additional information was received indicating that the patient underwent a battery replacement procedure. Since the shocking symptom stopped after the patient stopped recharging the device due to battery replacement, it was possible that the recharger device was causing this problem. However, the battery was not replaced with an activa pc, therefore, we cannot eliminate the slim possibility that initial activa rc can be a part of the problem. The issue has been resolved as the patient no longer requires to use the charging device, they were not experiencing the irritating symptoms like shocking or tingling.

Manufacturer narrative:
Continuation of d11: product ID 3708660 serial# unknown implanted: (B)(6) 2016 product type extension. Product ID 3 708660 serial# unknown implanted: (B)(6) 2016 product type extension. Product ID 37651 serial# (B)(6) product type recharger. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.